Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the new beta bionics ilet user reported during training that they were unable to proceed with the fill tubing step, as the system did not allow confirmation after observing drops. The issue was resolved by sending the patient a replacement device. Patient's blood glucose levels were not affected. No symptoms, external assistance, or medical intervention occurred.